Manufacturer narrative:
Packaging labeling indicates that consumers should consult with their doctor if they have diabetes. The consumer used the product off-label by wearing it while sleeping. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
The consumer reported, her husband used the product overnight on his back. When the patch was removed, the consumer described blistering in the area worn. The consumer did not seek medical attention at the time of the incident and treated the area with bandaids.